Manufacturer narrative:
Updated h6, h7.

Manufacturer narrative:
It was reported that "this is a serious safety concern for air leak with these coming lose or off during transeptal procedures in the left atrium".

Event description:
It was reported that "control syringe backing off of the manifold during procedures." Due to this, "threw away the manifold, replaced it with another one off the shelf ".

Manufacturer narrative:
It was reported that "control syringe backing off of the manifold during procedures." Due to this, "threw away the manifold, replaced it with another one off the shelf ". To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on (B)(6) 2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.